Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30157433m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation of the left atrial appendage, a steam pop occurred. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to remove 865 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is related to the patient condition and the steam pop. Transseptal puncture was performed using a sl1 transseptal needle. An impedance max error message was observed on the generator. The force visualization features used included graph, visitag, dashboard and vector. The parameters for stability used with the visitag module were 3 mm for 5 sec, and tag size 2 mm, no additional filters were used. The color option used prospectively was force and time. The steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The high impedance issue was assessed as not reportable as the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote.